Event description:
False reactive advia centaur (B)(6) was reported for patient x and patient y. Repeat testing was performed for patient x and patient y and the results were non-reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse noted rp3 volume check errors. The rp3 heater coil assembly was replaced. Analysis of the instrument and instrument data indicated that the cause for the false reactive (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.